Event description:
Additional information received from the health care provider reported that the cause of the event was that the patient needed assistance with the programmer. It was reported that the patient received assistance/instruction on how to use patient programmer. It was noted that the patient did not require hospitalization. No further information was provided.

Event description:
It was reported the internal neurostimulator (ins) was not working optimally and the patient had a stutter. The patient stated he had been ''playing with the patient programmer and parameters'' since he got the ins because his doctor indicated it was "trial and error." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was a loss of therapeutic effect. The patient's symptoms reportedly returned 'about 3-4 days' prior to the report. It was stated that the patient was not able to walk and his hands shook. It was noted that both hands 'shook' but never at the same time. The patient reportedly met with their doctor in (B)(6) where the patient increased their stimulation. It was stated that the programmer was not working at the time of the report, but after changing batteries, the programmer worked. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v514982, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v139160, implanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
(B)(4).